Event description:
It was reported that the ilet pump became unusable due to a screen that was not responsive, preventing normal operation of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user or guardian and analysis of information provided. Investigation of this case revealed a touchscreen input failure consistent with an unresponsive key or button, with findings indicating a software problem associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.